Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the adapter was not reading foam thickness appropriately. Fired a reload and the internal components of the reload ejected from the wrist of the reload and looked like folded metal ribbon or spaghetti. The reload fired all the way to the distal end of the reload but cut and laid staples for only 15 mm of a reload. After this incident, adapter failed to fully fire the reloads, stopping about at 45 mm and refused to fire beyond that point. Adapter failed to complete firing to the distal end of the reload. No patient involved.